Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette had particulate matter (pm). The pm was further described as "a seed or crumb in one of the tube". This was noticed before use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d10, h3, h6. H10: the device was received for evaluation. A visual inspection with the naked eye noted a partially embedded brown particulate matter (gel) inside the white clamp supply line tubing. The reported condition was verified. The cause of the condition was due to plastic material improperly melted during the extrusion process of manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.